Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant the vdd lead would not sense p waves. The lead was not used and two other leads were implanted in the right atrium and right ventricle. No patient complications have been reported as a result of this event.